Event description:
Prior to inserting in the patient, air could not be purged during prep from the orbit complex fill 6x15, and the air remained in the coil delivery system. The procedure was continued using the other coils. There were no adverse consequences to the patient. The pressure was maintained at position #1, the blue zone, for at least 30 seconds. After the event, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. The target site was the right vertebral artery that was mildly calcified and moderately tortuous. No other information was provided.

Manufacturer narrative:
Prior to inserting in the patient, air could not be purged during prep of the orbit complex fill 6x15, and the air remained in the coil delivery system. The procedure was continued using the other coils; as outlined in the instructions for use if after purging, confirm the air is out of the system and if any air is present in the hub, the detachable coil unit should be discarded. There were no adverse consequences to the patient. The pressure was maintained at position #1, the blue zone, for at least 30 seconds. After the event, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached to the delivery system. It is not known if the syringe was used for subsequent coils and there is no further information regarding the steps taken to purge the coil. The target site was the right vertebral artery that was mildly calcified and moderately tortuous. No other information was provided. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Device presented some waves; however these appear to occur during the handling of the unit when it was returned for evaluation. Introducer was zipped and presented no damages. Embolic coil and support coil were inside of the introducer and no damages were noted at this time. Embolic coil was still attached to the gripper and no one presented damages. No other anomalies were noted. Gripper and embolic coil were inspected under microscope and neither the gripper nor the embolic coil presented damages. Device was purged using a cordis lab sample syringe (B)(4) and at the time that the pressure gage needle was in the blue zone there was no air in the hub and the device was purged properly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15130345 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inability to purge the device was not confirmed. During the functional test the device was purged properly. There were no damages noted in the device. Although no conclusion can be made based on the available information, it is possible that procedural factors may have contributed to the event. With review of the device history records and analysis of the returned device there are no identified manufacturing issues related to the unconfirmed reported event. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Device presented some waves; however these appear to occur during the handling of the unit when it was returned for evaluation. Introducer was zipped and presented no damages. Embolic coil and support coil were inside of the introducer and no damages were noted at this time. Embolic coil was still attached to the gripper and no one presented damages. No other anomalies were noted. Gripper and embolic coil were inspected under microscope and neither the gripper nor the embolic coil presented damages. Device was purged using a cordis lab sample syringe 635-002 and at the time that the pressure gage needle was in the blue zone there was no air in the hub and the device was purged properly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15130345 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "prepping air in hub" was not confirmed. During the functional test, the device was purged properly. There were no damages noted in the device. Procedural factors appear to be contributed to the reported failure; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.